Manufacturer narrative:
(B)(4).

Event description:
The patient came to a six month follow-up where intermittent lv capture was noted. The lv pulse width was increased from 0.4 to 0.5v, which resolved the issue. This lead remains actively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.